Event description:
It was reported that another company's stent dislodged and a voyager balloon was advanced through the unexpanded stent. The balloon was advanced distal to the stent and expanded to try and retrieve the stent through heavy calification. When trying to pull back the balloon with the stent, the balloon separated apart at the guide wire exit notch. All the devices were retrieved with a snare device. After retrieving the devices a dissection was found in the cx and the pt was sent to surgery. The pt's condition is unavailable.